Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient implanted with a 275cc mentor memorygel breast implant experienced dissatisfaction with the procedure outcome on the left side post-operatively. As a result, the patient underwent explantation on (B)(6)2025.

Manufacturer narrative:
Mentor became aware the previously submitted report was done so in error; the patient dissatisfaction was a result of the patient's contralateral issue. That there were no device malfunctions or adverse events reported with this side. Manufacturer¿s reference number: (B)(4).